Event description:
It was reported that customer experienced cgm error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with guidance, did not encounter error again, and successfully started sensor session, with no additional information received regarding further outcome.